Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a caller and patient regarding a patient's implantable neurostimulator (ins) for non-malignant pain. Information was reported that the caller is requesting guidelines and noted that the patient does not have her controller with her at the MRI appointment. The patient reported that both her ins battery and controller battery are dead "because they need charging all the time" and she has not charged both in about a week. The patient reported the controller and ins batteries died "probably over a week ago". It was reviewed that the patient needs to charge both the ins and controller for the MRI. No further complications were reported. No patient symptoms were reported.